Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during the open reduction surgery and internal fixation of the femur and after the placement of the nail, one (1) 7.0 compression screw drill was broken from the tip during the drilling of the set screw. All the broken pieces were removed and accounted by the doctor. The broken piece was removed by fluoroscopy with the aid of a clamp. The procedure was resumed, after a non-significant delay, with a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation. However, the photographs were reviewed, and revealed that the tip of the device is broken off. The clinical/medical investigation concluded that, this case reports, the breakage of the compression screw at the tip during drilling of the set screw. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported is not anticipated as ¿all broken pieces were removed and accounted for by the doctor.¿ reportedly, fluoroscopy and a clamp were used to assist with removal of the broken pieces and the procedure was resumed with a non-significant delay using a smith and nephew backup device. It was further communicated; the patient was not injured. Therefore, no further clinical/medical assessment is warranted. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for use for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.